Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found the beam clipping on compressor optic, realigned compressor and ran autocorrelation, found laser clipping through delivery, the field service aligned same for optimum, calibrated energy board, aligned oscillator, reseated 88/89 boards and ribbon cables checked, and max energy to 2.4uj. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Physician performed 2 ifs flap treatments on a (B)(6) male patient's both eyes (ou). Unable to lift superior 1/3 of flap due to difficult flap lift on patient's right eye. Flap lift aborted on right eye. Physician did not attempt to lift flap on patient's left eye. It was noted there was minimal scattered opaque bubble layer on both eyes. No idesign excimer treatment ou. Physician plans to reschedule patient with photorefractive keratectomy prk in 3-4 months.